Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery (date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.